Manufacturer narrative:
The reported events were lead dislodgement, loss of sensing, loss of pacing and helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was due to the helix being clogged with blood/tissue. The reported events of loss of sensing and loss of pacing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during a follow up in clinic, loss of sensing and loss of pacing were noted on the right ventricular (rv) lead. X-ray imaging was performed and dislodgement of the rv lead was observed. The rv lead dislodgement was suspected to be due to twiddler's syndrome. During revision of the rv lead, the helix was unable to retract. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.